Event description:
It was reported that the patient received a possible inappropriate shock for supra ventricular tachycardia (svt) which the cardiac r esynchronization therapy defibrillator (crt-d) detected as ventricular fibrillation (vf). The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.